Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 230-240 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 160 and 161 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/20/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history (date / time not set): 239mg/dl (B)(6) 2015 06:32:00 pm fasting:no; 169mg/dl (B)(6) 2015 10:47:00 am fasting:yes; 156mg/dl (B)(6) 2015 10:10:00 am fasting:yes; 156mg/dl (B)(6) 2015 10:33:00 am fasting:yes; 322mg/dl (B)(6) 2015 07:01:00 pm fasting:no. Memory concerns: any result lower than 200. Customer comparing to a one touch ultra two. Customer had no more strips for that meter she used last ones. I asked if those strips were in date caller thinks they were but did not know when opened or finish as she has more than two meters. Caller does not test daily and does not date product. No changes in meds customer feels well. Date correct in meter time not set. Caller stated that trueresult is lower by a hundred to her normal.